Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three other similar complaints found during the searched period. The st ca 125, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 125, the highest concentration of ca 125 measurable without dilution is 1000 u/ml, and the lowest measurable concentration is 2.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is 1000 u/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1000 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ca 125. A ca 125 result below 35 u/ml does not indicate the absence of residual ovarian cancer because patients with histopathologic evidence of ovarian carcinoma may have ca 125 assay values within the range of normal individuals. Conversely, a ca 125 assay value exceeding 35 u/ml does not necessarily indicate the presence of ovarian malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca 125 assay results. A ca 125 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The st aia-pack ca 125 assay should not be used as a screening test. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The st ca 27.29, analyte application manual states the following: limitations of the procedure: st aia-pack 27.29 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca 27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21 dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 27.29 using st aia-pack 27.29. A ca 27.29 result below the upper reference limit of normal does not indicate the absence of breast cancer because patients with histopathologic evidence of breast carcinoma may have ca 27.29 assay values within the range of normal individuals. Conversely, a ca 27.29 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of breast malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca 27.29 assay results. A ca 27.29 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The performance of this test has not been established for male breast cancer patients. The performance of this test with patients with central nervous system metastases has not been established. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant result was due to biological contamination of the analyzer.

Event description:
A customer reported ¿discrepant patient results for cancer antigen 125 (ca 125) and carbohydrate antigen 27.29 (ca 27.29)¿ on the aia-900 analyzer. The customer stated the results were reported out to the physician and no patient treatment was affected. The customer cleaned the substrate line and provided: tosoh lot f319183 for ca 27.29, tosoh lot f316079 for ca 125, biorad quality control (qc) lot 40450, and all qc values were within the acceptable ranges. The patient historical result for ca 125 was 1.2u/ml, lower than the current result of 3.5u/ml (normal range 0-4.7u/ml). Similar trends were noted for ca 27.29, where the results were elevated, but still within the normal range. No additional information was provided by the customer for ca 27.29. The technical support specialist (tss) instructed the customer to perform decontamination, recalibration, and rerun qc. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result. The technical support specialist (tss) followed up with the customer and the customer stated after decontaminating the analyzer, the aia-900 analyzer is functioning as expected. No further action required by technical support specialist.